Event description:
Patient reported that they believe their device is depleted as they are having an increase in depression. No other relevant information has been received to date.

Event description:
Information was received noting that the patients generator was prophylactically replaced. The explanted product has not been received by the manufacturer to date. The physician noted that the increase in depression is due to low battery and that the patient perceived that the depression was worse. The patients battery was lower, therefore the physician advised battery replacement. The increase in seizures was below pre-vns baseline levels. The battery replacement was to preclude a serious injury.